Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected due to it collapsed and was unable to refill. The pump was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump passed the leakage testing. The pump did not pass activation testing. The kink resistant tubing (krt) was microscopically examined, and it was observed to be worn to the filament. It can be concluded that the pump did not pass activation testing was the most probable cause of the event.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected due to it collapsed and was unable to refill. The pump was explanted and replaced. There were no patient complications reported.